Manufacturer narrative:
The esheath was returned to edwards for evaluation. During visual inspection, a liner tear along the entire length of the sheath shaft, scratches on the sheath shaft, and a kink at the proximal end of the sheath shaft, were noted. During dimensional analysis, liner wall thickness measurements were found within specifications. No functional testing could be performed due to the condition of the returned device. The sheaths undergo multiple 100% inspections during manufacturing. These inspections support a conclusion that it is unlikely a manufacturing non-conformance was the cause of the complaint. A liner tear was confirmed, however, no manufacturing non-conformances were identified. Scratches along the sheath shaft indicate that patient factors (calcification, tortuosity) likely contributed to the liner tear. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system, especially in a region where the anatomy is tortuous. In addition, non-coaxial alignment during retrieval is a procedural factor that could also potentially contribute to this issue. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, it appears that the severe tortuosity of the vasculature, in addition to device manipulation, likely contributed to the vascular injury reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Following a transfemoral tavr procedure, after percutaneous closure of the access vessel in the right femoral artery (rfa), it was noted that the rfa had no flow and was occluded. It was then successfully ballooned opened and flow restored. As reported, the valve and delivery system could not be advanced into the 16fr esheath, due to resistance. The system was removed and replaced with another. A second esheath was inserted and the delivery system was advanced and again resistance was met around the external iliac (the same area where resistance was encountered with the first sheath). The sheath was then withdrawn approximately one inch and the delivery system and sheath were rotated together, which allowed for successful advancement of the delivery system and valve, which was deployed without issue. After percutaneous closure of the access vessel (rfa), it was noted that there was no distal flow. The rfa was then successfully ballooned and flow was restored. Per report, plaque caused the occlusion. In addition, patient's tortuous peripheral anatomy may have caused challenges in advancing the delivery system through the sheath. The patient¿s access vessel minimum luminal diameter (mld) measured 7.1mm. The vessel was mild-moderately calcified and severe tortuosity was reported.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. During visual inspection, a liner tear along the entire length of the sheath shaft, and scratches were present on the sheath shaft. A kink was also present at the proximal end of the sheath shaft. During dimensional analysis, liner wall thickness measurements were found within specifications. No functional testing could be performed due to the condition of the returned device. Sheaths undergo multiple 100% inspections during manufacturing. These inspections support a conclusion that it is unlikely a manufacturing non-conformance was the cause of the complaint. The complaint was confirmed, however, no manufacturing non-conformances were identified. Scratches along the sheath shaft indicate that it is likely that patient factors (calcification, tortuosity) contributed to the complaint. Damage (likely caused by patient calcification) was visible on the complaint sample as scratches along the sheath shaft. In this case, the damage is consistent with calcification and or tortuosity that interacted with the sheath upon insertion, and it is likely that these factors contributed to the liner tear. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system, especially in a region where the anatomy is tortuous. In addition, non-coaxial alignment during retrieval is a procedural factor that could also potentially contribute to this issue. No manufacturing non-conformities or IFU/training inadequacies were identified. Available information suggests that patient factors contributed to the event. No corrective or preventative actions are required.

Manufacturer narrative:
This report represents the second sheath used in the procedure. The investigation is on-going.